Manufacturer narrative:
On (B)(6) 2015 08:37 am (gmt-4:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During testing in a reference ventilator, tests indicating a failure during pre-use checks in the reported internal leakage sub-test. The failures were caused by a defective delta pressure transducer on a printed-circuit(pc) board inside the gas module. There was no visual evidence of failure during the microscopic inspection inside the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use checks and alarms will be activated if the failure were to occur during ventilation. The failure was confirmed in the received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2015. The root cause for why the pressure transducer has failed, has not been determined from this investigation.

Event description:
(B)(4).